Event description:
On june 13th 2007, the pt's wife stated, that her husband went in for hernia repair about a year earlier. After about 36 hrs after surgery, she noticed that the fluid in the medication bag was gone. The pt's wife indicated she was a registered nurse. The pt's wife reported, the pt developed cellulitis, which was treated with antibiotics. The pt's wife also reported, that the pt developed hydrocele; she also reported, that the doctor did not determine the cause of the hydrocele. The pt's wife reported, that the pt had to have another surgery to resolve the hydrocele.

Manufacturer narrative:
On july 6, 2007 a nurse from the doctor's office reported, the following items from the patient's records. No complaints were noted in the file, the pump appeared to operate normally. The medication bag could have been emptied between 36 and 48 hrs, the pump appeared to operate normally. The dr could not say the medical condition, hydrocele, was caused by the pump. In 2006, the day of the surgery, the dr did not note any problems. Two days later, the pump was removed, the dr did not note any problems. Four days later, the dr noted some slight swelling, within normal parameters. Sixteen days later, the dr noted some slight swelling, within normal parameters. Six months later, the dr withdrew fluid for the surgical sight. In 2007, a surgical procedure was conducted to correct a hydrocele that had developed. It was reported by the doctor's office that the product had been disposed of in 2006.